Manufacturer narrative:
The post market surveillance staff reviewed the received medical records and information is provided in this report. Medical records were reviewed by post market surveillance staff. Based on the medical records information it appears on (B)(6) 2015 this patient was admitted into the hospital and diagnosed with hyperkalemia. The peritoneal dialysis registered nurse confirmed the patient was hospitalized for hyperkalemia and stated the electrolyte imbalance was attributed to the patient's failing peritoneal membrane. Per the peritoneal dialysis registered nurse, there was no allegation of device malfunction, and the patient's condition is currently being evaluated by the patient's doctor. Serum potassium levels were not provided by the peritoneal dialysis registered nurse. Medical records do not contain any progress notes, diagnostic/lab results, treatment records or history/physical notes for review. There was no documentation in the medical record that showed a causal relationship between this patient's liberty cycler or concomitant products and the patient's diagnosis of hyperkalemia. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information: medical records were provided by the patient's dialysis center. The patient was admitted into the hospital on (B)(6) 2015 and diagnosed with hyperkalernia, acute on chronic renal failure, diabetes, uncontrolled hypertension and hyperlipidemia. The patient's potassium chloride was discontinued in the hospital and subsequently was discharged home.

Event description:
The peritoneal dialysis (pd) patient contacted technical services for assistance with her dialysis machine and reported she required medical assistance. The patient had been hospitalized the previous evening due to elevated potassium levels. Follow up with the pd patient's registered nurse (rn) confirmed the patient was hospitalized on (B)(6) 2015 for hyperkalemia and stated the electrolyte imbalance was attributed to the patient's failing peritoneal membrane. The nurse indicated the patient was discharged (B)(6) 2015 and indicated as of (B)(6) 2015 the patient's signs and symptoms of hyperkalemia resolved and the patient resumed continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has received medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are evaluated and completed. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.